Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces and corroded dome switches. The insulin pump had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the keypad was unresponsive on the insulin pump. Customer stated the buttons were unresponsive. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.